Event description:
A baxter service tech reported an infusion pump with failure code that occurred during service. The facility's biomedical engineer returned this pump for service with no reported problem. Baxter's quality management contacted the facility's biomedical engineer to obtain info regarding whether or not the facility had knowledge of this failure, the date this report occurred, the medication involved, pump programming and set-up info, specific pt info, tubing product code and lot number in use, but this info was not available. The biomed stated that there was no report of pt injury or medical intervention resulting from this failure. Additional contact info was requested but no additional contact was identified.